Event description:
A malfunction alarm with the code malf 9 was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, but the malfunction code recurred. Consequently, technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The replacement pump was shipped, and instructions were provided for returning the faulty pump to tandem.